Event description:
It was reported the patient's blood glucose level rose to 380 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. It was also reported that the pod was leaking insulin. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The device has been returned/received to date, but is pending investigation.. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received deployed with the exposed portion of the soft cannula stretched and torn. Data obtained from the device generated an 0x18 alarm, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. The fluid path was tested with green indicator fluid and a leak was observed in the exposed portion of the soft cannula. The device was leak tested again below the observed leak and no additional tears or leaks were observed. Due to not knowing the exact cause or timing, the damage cannot be confirmed as the cause of the reported events.